Event description:
The customer called and reported that a button seemed to be stuck and the numbers on the customer's insulin pump were continuously scrolling. The customer's blood glucose was 132 mg/dl. Leading to the keypad issue, the customer was out for a walk but stated they were not sweating. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, broken battery tube threads, a broken belt clip slot and a missing end cap sticker.